Event description:
It was reported the tsb35 was used during an unk procedure. It was reported by the affiliate the device did not work properly. There was no consequence to the pt.

Manufacturer narrative:
Device a. H6: dislodged anvil. The analysis results confirmed that the instrument was returned with the anvil dislodged from the closure tube. When this condition exists pressing the release button will not open the instrument. The anvil was re-aligned and the instrument was cycled, fired, cut, and formed the staples within design specification. The returned cartridge had a bent lockout tab on the pan which indicates that the instrument's firing cycle was interuppted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. Co has recently identified and resolved an issue with a component supplier that will impact the occurrence level of the event experienced. While this has been a recent change, the early indicators of complaint monitoring reveal a decrease in the number of events reported. Co will continue to monitor the reports received until co is satisfied the issue has been completely resolved.